Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested information on how to remove air bubbles from tubing. Customer did not report if the issue occurred during the loading process or during pumping. Customer's blood glucose was within range (value not provided).